Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 25 mcg/day) via an implantable infusion pump. It was reported that the patient believes her "pump turns off" intermittently for about a year now causing them to go through withdrawal. The hcp confirmed that she has not had stalls in the logs, but that "she had a dye study at some point that showed an issue but someone fixed it." The hcp stated she doesn't know when that happened, maybe a year ago too. The hcp was assisted with programming the pump to minimum rate with saline.